Manufacturer narrative:
The event of capsular contracture baker grade ii is non-serious and will be unreported.

Event description:
Healthcare professional later confirmed baker grade ii for the capsular contracture which is not serious or reportable.

Event description:
Healthcare professional reported left side rupture (confirmed with MRI) and capsular contracture baker grade unknown. Device has explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture (confirmed with MRI) and capsular contracture baker grade ii. Device has explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/03/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Rupture: not observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, ¿deflation, rupture. And capsular contracture, baker grade unknown". This record is for the left side. Device was explanted.